Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from the USA stating that the device is "not working". The device was not being used during surgery. It is unknown if injury or medical intervention occurred and the date of the event is unknown as well. No additional information was provided.